Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Cannot turn off.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on the (B)(6) 2016 passing a self-test. The device was power cycled and recorded a nonsensical duration on two occasions. This may indicate the user removed the pad-pak to power off the device or the pad-pak was incorrectly seated within the device. The last log entry on the (B)(6) 2016 records a manual power up containing a nonsensical duration. A test pad-pak was installed and the device passed a self-test. There were no instructional leds visible during the power up. This indicates a fault. The device failed to power off using the on/off button. This would confirm the reported fault. A test shock was delivered without fault and an acceptable measurement was recorded. No instructional leds were visible during the power up with only the green status led operating as expected. The device again failed to power off using the on/off button. Investigation found the reported fault can be attributed to a misaligned membrane tail. Upon visual inspection the membrane tail was found to have been incorrectly installed. This resulted in the j11 connector not correctly aligning with the membrane tail tracks and the device failing to power off using the on/off button once manually power cycled. This also led to the absence of all instructional leds. The device performed to specification throughout testing in (B)(6)2016 and would indicate the fault was of an intermittent nature.